Event description:
According to the report of (B)(6) 2014, the patient was not responding to loud sounds. There was no accident or trauma reported. It is unclear if the patient is to be re-implanted at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.